Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent laprarascopic-assisteted supracerival hysterectomy, bilateral salpingo-oophorectomy and cytoscopy due to cystocele and rectocele repair. It was reported that following insertion the patient experienced pain and urinary problems. It was reported that patient underwent mesh removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
This medwatch report # 2210968-2013-15100 is being voided as it is a duplicate of medwatch report # 2210968-2013-07077. Please see medwatch report # 2210968-2013-07077 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.